Event description:
It was reported that the tasp is fractured. All pieces have not been returned. There is no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: performed a visual inspection of returned item and found it to exhibit signs of repeated use with it being fractured on the lateral side of the post feature, and has a piece fractured off the anterior of the post. All pieces were not returned. Photographs were referenced. The device history records for the item were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.